Event description:
It was reported that the patient had passed away potentially due to drowning and or possible seizure activities but is not yet confirmed. The provider and the family would like product analysis preformed. The explanted device is being sent back to the manufacturer and has been received by the manufacturer. Product analysis is ongoing and has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Product analysis of suspect product in under way.

Event description:
Product analysis was completed for the suspect product. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. Product analysis worksheet was reviewed and showed no anomalies. Wandcomm data was reviewed and no anomalies were seen. Data dump was reviewed and no anomalies were seen.